Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited high pacing impedance measurements, measuring around 3000 ohms on the right ventricular (rv) channel. Upon review of the latitude, it was noted that the intrinsic amplitude was ranging around 25mv. The shock impedance measurements were noted high; however they were within the normal range. This device currently remains in service. No adverse patient effects were reported.